Event description:
On october 4, 2006 the lay pt's nephew contacted lifescan (lfs) alleging that the pt's one touch ultra meter continually gave the same result of 144. The medical affairs specialist (mas) listened to the recorded call to lfs to obtain add'l info included below: the nephew and pt were both present during the call to lfs and both provided info. The pt continued to take his usual daily oral diabetes medications until the date of event. He did not know the name or dose of the two oral diabetes medications. He attempted to test with the reported meter and consistently saw a result of 144 mg/dl on the meter display for one week prior to the date of event. The pt felt tired and "out of it" on that day and went to the ER. A result of 30 mg/dl was obtained on the ER device. The pt was treated with IV glucose and his oral diabetes medications were discontinued. The customer care advocate (cca) discovered that the pt was attempting to turn the meter on incorrectly by pressing the "m" button. A reading in the meter memory of 144 mg/dl displayed when the "m" button was pressed. The cca walked the pt through testing and the pt obtained a blood glucose result of 177 mg/dl. The meter, test strips, and controls solution were replaced. The complaint is reported because the pt was unable to test with the lfs product. The pt experienced symptoms and a hypoglycemic blood glucose result was obtained in the ER. The pt was treated with IV glucose and remained hospitalized over night.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will info FDA of the results in a supplemental report.